Event description:
Patient's wife stated after activating the needle button the needle did not insert into the skin. Patient wears the v-go on abdomen and indicator did not appear to move. Patient's wife stated numbers were on (B)(6) 2019 at night bg 520; 9/24/19 bg 390 at lunch. Because the needle button popped up on its own and patient was not receiving insulin which led to hyperglycemia. Patient has not had any symptoms with the hyperglycemia.